Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Accidentally ingested corega tabs [accidental device ingestion]. Case description: on 2024-04-18 a spontaneous case was reported in brazil by a consumer or other non-health professional. The report concerns a female consumer. The consumer received corega tabs (napc+potm+taed tablet) lot number unk on 2024-04-18 for indication product used for unknown indication. No concomitant medications were reported. On (B)(6) 2024,1 days after starting corega tabs, the consumer experienced a medically significant I accidentally ingested corega tabs. The outcome of the event I accidentally ingested corega tabs was unknown. No medical history was reported. No drug history was reported. The reporter provided the following comment: "I accidentally ingested corega tabs and I don't know what to do. Here on the packaging it says in case of accidental ingestion to contact the number, but I can't, so I called, to find out what to do. The causality was not reported.". The action(s) taken were: for corega tabs was unknown. Case product: corega tabs device MFR number: 1314819-2024-00018. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences.